Event description:
It was reported that the foley catheter balloon could not be deflated. User stated that deflation was completed after puncture. The balloon was punctured with the assistance of color ultrasound, then drained the water and took the balloon out, which caused the patient to bleed a lot and irritated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy"